Event description:
Customer reported a button error alarm. The customer's blood glucose was unknown. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with intermittent button response, due to corroded keypad traces. No button error alarm noted. Insulin pump had a cracked case on display window corner, minor scratches on lcd window, cracked battery tube threads, cracked belt clip slot on battery tube threads and cracked reservoir tube lip.